Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A chest tube was placed and the patient required hospitalization for one day. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that after the patient underwent an ion endoluminal lung biopsy procedure, a pneumothorax was identified during a post-procedure chest x-ray. The size of the pneumothorax was moderate, requiring a chest tube to resolve. There was no malfunction of the ion system, instruments or accessories noted. A 21g flexision needle was used during the procedure to obtain the biopsies. Per the physician, interventional radiology (ir) opted not to offer percutaneous biopsy, as the procedure was a known high-risk biopsy due to the subpleural location of the nodule in left lung apex. The patient was hospitalized for one day due to the incident and then discharged home. The physician reported that the patient¿s lung biopsy was positive for malignancy.